Event description:
The gambro prismaflex system alarmed "blood in effluent", and frank blood was visible in effluent line leading from the filter to the waste bag, and blood was present in the waste bag as well. Tubing was changed out without any harm to the patient.